Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided but the best estimate date is between 2016 and 2019. (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the patient that following the implantation of an intraocular lens (iol) in her right eye, she is experiencing problems with light effects, especially on the right side and difficulty distinguishing color hues. Additional information received revealed the patient has undergone a yag procedure and medical intervention to address her symptoms. The symptoms affect the patients ability to perform daily activities. She tries not to drive at night due to the glare and fireworks she sees with her right eye. The symptoms started almost immediately but there are no visual acuity issues. No additional information was received.